Manufacturer narrative:
Per customer, they could not visually confirm any abnormalities with the sample. Qc is currently performing within the customer's established ranges. Service was offered to the customer but was declined as the customer had the instrument serviced the day prior.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accutni) result of 16.47ng/ml generated by the unicel dxc 600i synchron access clinical system. Upon repeat the sample gave a result of 0.06ng/ml. Another sample obtained from this patient when tested on a different instrument gave 2 results of 0.05ng/ml. No reports of death, injury or change to patient treatment have been reported in connection with this event.